Event description:
Event description boston scientific received information that ventricular noise, loss of capture and impedance greater than 2000 ohms were noted with this flextend lead. Attempts to reposition the lead were unsuccessful and therefore, a new lead was utilized and implanted without further incident.